Event description:
A repaired acl graft was re-injured while playing softball and wearing the support brace. The re-injury occurred on (B)(6) 2011. The repair to the re-injured acl tear was performed on (B)(6) 2011.